Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings: investigation revealed that the pump¿s display was discolored. Unrelated to these issues, investigation revealed that the audio bolus button cover was missing from the pump. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/14/2015.